Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the lvad system produced power elevations in the postoperative stage, and that a ramp echocardiogram on (B)(6) 2016 was concerning for possible pump dysfunction or pump thrombus. The patient administered persantine at that time. The patient's lactate dehydrogenase (ldh) level was in the 700-800 u/l range until august when it elevated to 1900 u/l. The patient was hospitalized and the ldh level decreased with a heparin infusion. It was reported that since that time, the patient's ldh levels have been in the 1100-1600 u/l range. The patient was maintained on triple therapy with coumadin, aspirin, and dipyridamole. Routine lab work revealed an ldh level of 1500 u/l, and plasma free hemoglobin of 3.4g/dl. Routine lab work the week prior to device exchange revealed a bilirubin 2.3, and ldh of 4200 u/l. The patient was asymptomatic without evidence of heart failure. Vad parameters were stable and no power elevations were noted for several months. The patient was admitted for further work up and a repeat ramp echocardiogram was consistent with thrombosis. A CT angiography showed suspected peripheral intraluminal thrombus inferiorly in the outflow cannula. The patient underwent a pump exchange on (B)(6) 2016, due to suspected pump thrombus.

Manufacturer narrative:
The report of thrombus was confirmed. Upon disassembly of the returned pump, examination of the rotor inlet section revealed a thrombus formation surrounding both the rotor bearing ball and the inlet stator bearing cup. The thrombus showed evidence of denaturation and appeared to have formed in laminated layers suggesting that it likely formed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated lactate dehydrogenase level. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.